Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments at 10.8 cm from the is-1 pin. Set screw marks were noted on all the terminal connectors. The extracting stylet was stuck inside the distal segment so resistance testing could not be performed on that segment however an x-ray showed no fractures. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of noise, oversensing or pacing inhibition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed causing pacing inhibition. The lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported.